Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable pulse generator (pg) had flipped upside down in the pocket. A revision was done to reposition the pg. The pg remains implanted.